Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30077314l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Pentaray nav eco 7fr : u.s. Catalog #: d-1282-11-s, lot #: 30063301l. 2. Soundstar eco ge 8f catheter : u.s. Catalog #: g9074238, lot #: m-5723-18. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation was conducted for left atrium (la) posterior wall, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the cardiac cavity. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. Since the drained blood was venous blood, there was a high possibility of bleeding from the right heart system. Patient was reported to be in stable condition after the case. There¿s no indication that extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There was a possibility that a right ventricle catheter (non-biosense webster, inc. Product) perforated the right ventricle. The physician did not attribute the causality of the adverse event to the bwi product. Transseptal puncture was performed with an unknown transseptal needle. The generator was in power control mode. There¿s no information regarding overall time for ablation and last ablation cycle time at the site of injury. It is unknown if the patient received anticoagulant during the procedure. This event will be reported under the bwi ablation catheter based on that the adverse event occurred during the ablation phase and that there¿s not enough evidence to determine the rv catheter (non-bwi catheter) caused the perforation.

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation was conducted for left atrium (la) posterior wall, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the cardiac cavity. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. Since the drained blood was venous blood, there was a high possibility of bleeding from the right heart system. Patient was reported to be in stable condition after the case. There¿s no indication that extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, it was working properly, and the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #: (B)(4).